Manufacturer narrative:
(B)(4) - incision enlargement. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that the haptic of an intraocular lens (iol) was broken during loading of the device. It was implanted anyway and then had to be removed. The physician enlarged the incision and performed a vitrectomy. Another lens was implanted during the same procedure. No further complications were reported and no injury to the patient.

Manufacturer narrative:
Device received 7/31/2013. Placeholder.

Manufacturer narrative:
The review of the manufacturing documentation and testing presented were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint reported when this production order was manufactured. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. Based on the non-statistical trend review for the complaint type reported, no adverse trend was observed. The documentation showed that the production order was manufactured according to specifications. The explanted intraocular lens (iol) was returned to our manufacturing site for inspection. The lens optic was received complete with one haptic attached. The returned sample was inspected at (B)(4) microscope magnification and revealed surface residuals (fiber/particles) on the lens compatible with handling the lens such as the implant and explant process. The lens had one haptic detached. The detached haptic was not received. As part of the returned item information, the lens has also appeared to have evidence of viscoelastic. The returned sample condition was related to the lens explant and insertion process. All pertinent information available to abbott medical optics has been submitted.